Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device has been received and evaluated. Visual observation revealed that the distal tip of the anchor was broken, confirming the complaint.suture card and suture were both intact.the anchor was easily removed from the shaft with no difficulty. No anomalies were found that could have caused the reported failure.the possible root causes for the user to experience this type of failure could be off axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. This failure could be attributed to user technique. No nonconformances were identified for this part number, lot number combination per qlik query executed on 6/27/2019. At this point in time, no corrective action is required, and no further action is warranted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate that during a procedure the physician tried to load 4 sutures into the anchor (2 strands permatape & 2 strand permacord), but the anchor of the healix advance broke. This action was executed outside the patient, so no patient consequence. He took another same like anchor, put 3 sutures in it and could complete the procedure successfully.